Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician that e6 error, before the pump started immediately, while the hand piece did not work it was due to a damaged cable/cord/wiring and a defective motor flex, several parts and the motor flex were replaced.

Event description:
It was reported that the device gave e6 error, the pump started immediately, while the hand piece did not work. Report 1 of 1 complaint (B)(4).